Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a tramm flap procedure on (B)(6) 2018 and a barbed suture was used. During the procedure, the surgeon noted that the barbs were at very low profile and the suture was with a monofilament suture hand feeling. During suturing, the surgeon found that the anchors could not secure the suture firmly with the tissue therefore the suture could be pulled backward extremely easily. The procedure was completed with a different device. There were no adverse patient consequences reported. No additional information was available.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened foil, a labeled winding former with a needle/suture combination were returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected. The suture was examined, and the barbs were present along of the strand. The barbs were measured and all barbs met with the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, no performance barb non-engagement in tissue was found on the sample.